Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Manufacturing site evaluation: product was not provided for investigation. So far there are no indications of product or material deviations.

Event description:
Country of complaint: (B)(6). Ceramic broke, pieces found in patient and removed.